Event description:
The customer reported that the c-arm lights up but will not completely boot up. The system also does not display an image.

Manufacturer narrative:
The ge service rep removed the defective xray controller, installed gib board, and reloaded cal files. The system functions normally.